Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Detailed product information was not provided when the event was reported to bsc through the FDA medwatch program. We are unable to request further information due to the anonymous nature of the initial reporter, and thus we are unable to provide the unique identifier (UDI) and other specific product, patient, or incident information.

Event description:
It was reported that pericardial effusion, hypertension and tachycardia have occurred. Farawave ablation catheter was selected for use. It has been mentioned that after ablating with farawave catheter the patient's blood pressure and heart rate increased. The physician confirmed pericardial effusion with intracardiac echo catheter. Pericardiocentesis was performed. The 218mls of fluid was pulled from the pericardial space. The patient is in stable condition. The product return status is unknown.